Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc catheter were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in the catheter tubing. No obvious evidence of use was observed on the sample in either of the returned photographs. While a split could be seen in the catheter tubing of the sample in the returned photographs, no details of the damage could be discerned. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by the customer that a PICC catheter which after placement was leaking and was found to be cracked upon removal. The original PICC placement was performed on (B)(6) 2024. The PICC was leaking on (B)(6) 2024 the PICC line was removed and replaced. No other adverse events. No other information was provided. Additional information received: the event did not involve an urgent/life threatening medical situation. Patient had a leaking PICC for several days; the PICC catheter needed to be removed and replaced. No other adverse events.

Event description:
It was reported by the customer that a PICC catheter which after placement was leaking and was found to be cracked upon removal. The original PICC placement was performed on (B)(6) 2024. The PICC was leaking on (B)(6) and on (B)(6) 2024 the PICC line was removed and replaced. No other adverse events. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.